Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ insulin syringe was "without numerical scale". There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd plastipak¿ insulin syringe was "without numerical scale". There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR: the batch was manufactured in line 3 in 5 days with 9 shifts with a total of 52 hours during which the production is monitored through the frequency rit0225ctis01-04 rev. 18, where we evaluated quality characteristics in marking, assembly and packaging being conformally, two events were presented that generated non-compliant product during manufacturing; it could be attributable to the defect that the customer reports, but the product was selected and inspected obtaining compliant results.. The batch was approved and inspected according to the current working instruction with satisfactory results for the characteristics required for its approval. The fmea considers the failure mode related to bad scale printing; however it is in the category "low as practically reasonable" because there are controls to mitigate the risk of the presence of defective. 1 piece is received by the client, where the syringe presents the decentralized scale defect. During the manufacture the defect of "incomplete marking" was presented for the damage of template by the use of the same one, that is why these are changed once to turn or each time that they are damaged by the mechanic or technician as established in the instruction of worked o it-02-20-CT-is-09 rev. 03 "marking on apex machines", however, the most probable cause of the decentralized scale product shipment was due to poor clearance of the material on the rails. During the evaluation of the part sent by the client is evident the defective that was generated during the printing of the cylinder of the syringe, however, the defect is within the acceptable quality level in the parts per million allowed.